Manufacturer narrative:
The customer performed antigen typing on the panel. The fya antigen was present on all cells identified as being fya+. Repeat testing performed with a different patient sample exhibited the expected positive results. The initial lack of reactivity with the first patient appears to be sample related.

Event description:
Customer reported unexpected negative reactions on panocell-10 with fya.